Manufacturer narrative:
We are awaiting device receipt. Once the investigation is complaint, a follow up report will be submitted. (B)(4).

Event description:
It was reported that prior to use, when flushing the sheath, air bubbles were observed on the extension tube of the sheath. The physician repeatedly flushed the sheath, but air bubbles were still found in the tube. There were o consequences to the pt.